Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, on (B)(6) 2019, the device was explanted. There are plans to reimplant the patient once the infection has resolved.